Event description:
Pain from the evening [pain], difficulty in walking [gait disturbance], joint effusion/fluid was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initial(B)(6), with gonarthrosis. The pt's medical history was significant for pervious use of synvisc in (B)(6) 2011 (first course). On (B)(6) 2011, the pt initiated synvisc injection of 2 ml, in an unspecified joint. The lot number of synvisc was not provided. It was reported that on the same day of receiving the first joint injection of synvisc, the pt experienced difficulty in walking due to the pain. On (B)(6) 2011, the pt visited the clinic approx 70 cc of yellow opacified fluid was aspirated, for which bacteria and crystal analysis were performed (both were negative). On (B)(6) 2011, about 56 cc of fluid was aspirated and the symptoms improved after the joint injection of triamcinolone acetonide. The action taken with synvisc treatment was not provided. The pt's outcome for the events of pain and difficulty walking was not yet recovered and for the event of joint effusion was recovered. Relevant concomitant medications reported include etodolac and mecobalamin. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint effusion as definite and did not provide the relationship between synvisc and the events of difficulty in walking and pain.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The qa (qa) investigation summary was received on (B)(4) 2012. MFR's comment: the benefit-risk relationship of the product is not affected by this report.